Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s charging pad for the ilet did not power on despite attempts with multiple wall outlets, and troubleshooting and education were completed with a decision to ship replacement supplies to an alternate address. Symptoms included no clinical effects, and blood glucose values were reported as not impacted. Outcomes included no injury, no medical intervention, and continued ilet operation on remaining battery. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed a suspected charger malfunction consistent with a device power accessory failure, with no evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.